Event description:
Surgeon drilled for inferior locking screw. Drill bit broke, leaving approximately 1" of bit in place. Surgeon decided would be best to leave in place. Surgery completed and wound closed. Patient discharged from hospital. Readmitted two weeks later for shoulder infection. Antibiotics given; incision and drainage done on 3 days after readmission. Patient discharged 4 days after readmission.